Event description:
Patient's infusaport was flushed with normal saline this morning prior to scheduled dose of antibiotics. At about 1003 went to flush infusaport with heparin to de-access needle, while flushing the line a pop was heard at the beginning of the flush and then a few drops of fluid were noted coming from ip tubing. Immediately stopped flushing the line, clamped the tubing and blood started backing up in the ip tubing to where it was clamped. Examined the tubing more closely and attempted to flush the line with another normal saline syringe to verify leak. Unable to flush related to leaking (at the junction of the clave narrowing to tubing) and air. Clamped infusaport and de-accessed needle and re-accessed with new needle following protocol. New ip needle and tubing functioning without difficulty.